Event description:
It was reported that the patient was admitted to the emergency room as a result of passing out and experiencing facial twitching. After interrogation it was noted that the right ventricular (rv) lead exhibited increasing impedance values and high threshold values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).